Manufacturer narrative:
Per engineering investigation, the ¿latch on¿ condition was caused by interference between the rocker component and the rocker window in which it moves. The width of the rocker was found to be larger than the width of the rocker window. The width of the rocker window is formed by the ultrasonic welding of the two body housing components. Corrective action is being issued.

Event description:
The customer reported the device was difficult to activate. No patient injury was reported. Another device was opened to continue the procedure.